Event description:
Healthcare professional reported, "capsular contracture baker, grade IV. Seroma and rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma and capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade IV. Seroma and rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. Seroma: unable to observe. Rupture: not observed. As per the investigation procedure: wear abrasion, deformation, creases and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.